Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary system drawer 4 failed and required maintenance. The customer reported that there was a delay when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 28-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that full-height drawer five had become jammed in the machine due to a broken slider, which caused its ball bearings to fall through the back of the unit. A field service engineer removed the entire drawer module from the machine and searched through the bottom drawers to collect and discard any loose ball bearings, ultimately retrieving a significant number. The fse then proceeded to rebuild the drawer using a new set of sliders and replaced the original inseparable. The system functioned as intended after the field service engineer repaired the device.